Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. It was noted that the patient had complained of shortness of breath; the patient also discussed that they were not compliant with the medication recommendation. The device was reprogrammed. The patient would continue to be monitored.